Event description:
Litigation papers allege the pt has suffered symptoms including, but not limited to pain, swelling, low back pain, cramps in leg, difficulty bending and he has limited mobility.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.